Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During the procedure, the farawave catheter and a non-boston scientific mapping catheter were removed and reinserted multiple times. After completing isolation of the veins, the physician wanted to insert the mapping catheter to check the isolation, and air was being inserted into the syringe. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During the procedure, the farawave catheter and a non-boston scientific mapping catheter were removed and reinserted multiple times. After completing isolation of the veins, the physician wanted to insert the mapping catheter to check the isolation, and air was being inserted into the syringe. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.